Event description:
Pt implanted in 1998 in the vermilion border and nasolabial folds. Onset of implant displacement, visible, shortening, palpable, and scarring 06/23/1998. Implant was explanted in 1998.